Event description:
Dr (B)(6) of (B)(6) hosp located in (B)(6) conducted a cervical fusion on my c6-c7 vertebrae using the infuse bone graft. The dr never explained to me the fact that he would be using this product; that it was not FDA approved for this use, any of its complications, or side-effects. I have no knowledge of its use at all until I received a copy of my op-notes in 2012. I just had an MRI in 2012, which shows premature degeneration of the adjacent level after only 4 years. There is foraminal stenosis and compression of the spinal cord. This is causing immense pain and radiculopathy and is debilitating. I am further concerned that this product could have already, or in the future, caused me to have cancer. I am further concerned that medtronics falsified medical documents supplied to the FDA for approval of this product, that they paid drs off to "push" the off-label use in the cervical regional, that no warning was ever supplied to patients prior to its use.